Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent moved distally on the balloon so that the distal edge of the stent was approximately 3mm distal to the distal edge of the distal markerband. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A hypotube break was identified approximately 20.7cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft break occurred. The physician opened the taxus liberte' 2.5x24mm stent and saw the shaft was broken approximately 22cm from the hub. The device was not used and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft break occurred. The physician opened the taxus liberte' 2.5x24mm stent and saw the shaft was broken approx 22cm from the hub. The device was not used and the procedure was completed with a different device. No pt complications were reported.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).